Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays and surgery. It was reported that the patient's parents are reported an increase in seizures. The device was not programmed off because the physician did not feel comfortable doing so because the patient is "very fragile". No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.